Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009-, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Analysis of the implantable neurostimulator (s/n (B)(4)) found the battery was overdischarged and permanently damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for rsd/causalgia-complex regional pain syndrome reported via the manufacturer¿s representative (rep) there was a possible problem with the implantable neurostimulator (ins) and there was no telemetry. It was noted it had been three months since the consumer last used or felt stimulation and had stopped charging the ins so it became overdischarged. Due to the device being overdischarged the rep. Performed a physician mode recharge (pmr) and cleared the power on reset (por). Following this the consumer charged the ins to 100%, but when the rep. Saw the consumer the next day the device was discharged, and a por message was seen on the clinician programmer and recharger. As a result another pmr was performed, and the rep. Was going to clear the por after the ins reached 25%. An impedance check was also performed with all values within normal limits. After the second pmr was performed the rep. Stated the consumer was educated on recharging and was doing well. However, on november 1, 2016 information was received stating the ins was explanted on (B)(6) 2016 and replaced with another manufacturer¿s device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.